Event description:
This report has been updated from serious injury to product problem. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device was defective. After switching on the device, the ECG was not displayed. No patient was connected or involved. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. A philips distributor checked the device and couldn¿t find any fault. The device remains with the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. A philips distributor checked the device and did not find any fault. There was no patient event file received therefore no review could be performed by a philips clinician. The device log file was reviewed by product support specialist which included device log and testing images. None of the error messages pointed to device malfunction. Based on device error log, there is no sign of device malfunction on the reported event date of 15jul2024. From 20240815_155608. Jpg image, it should indicate the pads adaptor cable and test plug was connected to the therapy port of device while device showing flat line in ECG with asystole alarm. This conforms to the expected device behavior when test plug is connected. It shorted the therapy cable and pad ECG signal cannot be monitored. Test plug is only required to be connected doing opcheck and shock test. When connected in clinical mode, pad ECG signal will be flat line. Existing information indicates the function of device is intact. The product support specialist stated: ¿please advise customer not to determine the ECG function based on ECG signal while test plug is connected.¿ based on the information available and the testing conducted, the cause of the reported problem was user error in determining the ECG function based on ECG signal while test plug is connected. The reported problem was confirmed. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device was defective. After switching on the device, the ECG was not displayed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device was defective. After switching on the device, the ECG was not displayed. The device use at the time of the event reported as unknown. Additional details have been requested. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.  The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.